Event description:
This was a (B)(6) gentlemen that presented for a routine change of his nephrostomy tube. Past medical history of bladder cancer with routine nephrostomy changes, htn, renal failure, urinary tract infections, obstruction, and recent cerebrovascular accident. The patient presented on monday, (B)(6) 2012 for a routine left nephrostomy tube change in interventional radiology. The patient has a past medical history of bladder cancer requiring routine nephrostomy tube changes. The physician's operative report states, "uncomplicated nephrostomy tube change". On tuesday, (B)(6) 2012 the patient presented with leading of the nephrostomy tube. The nephrostomy tube was removed and replaced with a 10.2 french all-purpose drain. Per operative report, "the nephrostomy tube was inspected and was leaking about the rubber collar which covers the fixing sutures for the pigtail. This was peeled back and a small pinhole was noted within the tube itself". Per operative report on the second procedure the patient tolerated it well.